Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein ipg was replaced. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.